Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle was reported with the freestyle libre 2 sensor. Customer's mother reported the sensor could not be inserted and as a result, readings could not be obtained. Customer was rushed to the hospital and also received unspecified third-party treatment. No further details were provided. There was no report of death or permanent impairment associated with this event